Event description:
It was reported that this patient was was revised approximately 6 years 7 months post op. The patient presented to surgeons office with poly wear shown on x-ray and a recalled implant. The patient had an acetabular poly liner and femoral head swap. There was no reported breakage of a device or surgical delay/prolongation. The patient left the or stable.

Manufacturer narrative:
Pending investigation. D10: 5134271 170-32-00 - biolox delta femoral head 32mm od, +0mm; 5218769 186-01-50 - integrip cc, cluster 50mm, g1; 4917687 190-01-02 - alt ha noclr ext sz 2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, g the most likely cause for the revision reported due to early prosthesis wear and osteolysis is a combination of the risk: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, the sequence of events as related to the reported wear cannot be confirmed and the contributions of each to the reported event cannot be determined. The reported prosthesis wear is visible in the provided radiograph/image of the explanted devices. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.